Manufacturer narrative:
Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. Pump was received with critical pump error due to moisture damage on the motor, battery tube, vibrator and keypad flex tail noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received critical pump error alarm. The customer¿s blood glucose level was 11 mmol/l at the time of incident. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.